Manufacturer narrative:
Intuitive surgical, inc. (Isi) clinical development engineer the attached images show an fenestrated bipolar forceps instrument in a clear plastic bag, with a focus on depicting ring-shaped components that appear to be separated from the instrument. From these images alone, I'm unable to confirm if the circled components are from the depicted instrument. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis and investigation in progress.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, a component of the fenestrated bipolar forceps instrument became dislodged from the instrument body and fell into the patient's body. The initial procedure was completed robotically and surgical wound was closed. The issue was identified during final instrument inspection, and the exact number of detached components could not be determined. A subsequent x-ray was performed, which identified a ring-like component on image. The patient was subsequently re-anesthetized, and the fragment was successfully retrieved laparoscopically on the same day. All fragments were confirmed as retrieved by postoperative imaging. The surgery was extended by 90 minutes beyond the schedule. The patient tolerated the additional procedure well without injury or other adverse consequences. The patient's postoperative recovery was reported to be progressing well.